Manufacturer narrative:
(B)(4). Date sent: 3/30/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: did the device deliver any staples?=>unk if yes, were the staples formed properly? =>unk if yes, was the staple line complete?=>unk did the device cut?=>unk if yes, was the cut line complete?=>unk if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?=>unk was there any difficulty opening the device?=>no if yes, how was the device removed from the patient? =>na if yes, did the jaws eventually open?=>. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the knife stopped moving midway through firing. The hospital dealt with this issue by pressing the home button. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.